Event description:
The user facility reported a blood leak within the hollow fiber bundle during use of a dialyzer. The blood in the arterial line was returned to the pt and the involved device was changed out to another dialyzer. The user facility reported that there were no pt complications associated with this event. Add'l event specific info was not available.